Manufacturer narrative:
The system was examined and the reported event was replicated. The optical head was re-fastened to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 26, 2015. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the loose screws. However, how and when the screws got loose remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the optic head of the microscope was loose during a surgical procedure. Additional information has been requested.